Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because it was reported in the event description that the user disconnected without putting a flexi-cap on the patient line. The assignable cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm. While the technical service representative (tsr) asked the home patient (hp) the troubleshooting questions, the hp had stated that she disconnected when the alarm occured and used the mini cap when she disconnected. The tsr asked the hp if she used the flexi cap also. The hp stated she had just used the mini cap. The tsr explained to the hp that she should use the flexi cap and a mini cap when she disconnects. The tsr had the hp close the clamps, disconnect, and cycle the power. The hp removed the setup from the homechoice and finished therapy with different supplies. The tsr recommended the hp contact the nurse about the alarm. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number cannot be provided in the emdr at this time, because the product was not reported.